Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter state: address unavailable. Bd corporate state nj was used as its place holder a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: over the years vacutainer tubes just don¿t have the quality and amount of vacuum consistently that they used to have. He states that this has been ongoing for the last few years where he has experienced the red top tubes have poor suction. Customer will have tube in hand tomorrow and will be able to supply the reference number.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: over the years vacutainer tubes just do not have the quality and amount of vacuum consistently that they used to have. He states that this has been ongoing for the last few years where he has experienced the red top tubes have poor suction. Customer will have tube in hand tomorrow and will be able to supply the reference number.